Manufacturer narrative:
Initial local phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
A (B)(6) result was generated while using the architect hbsag ii qualitative assay and confirmed reactive using the architect hbsag ii qualitative confirmatory assay while using the architect i2000sr analyzer. The customer provided the following data: sid (B)(6) (primary tube) (B)(6) 2018: initial: (B)(6), retest (B)(6) the specimen was tested neat on (B)(6) 2018 using the confirmatory assay generating a result of (B)(6) with a 100% neutralization. The primary tube from (B)(6) 2018 was retested on (B)(6) 2018 (sid (B)(6)) and generated a (B)(6) results: initial (B)(6) and retested (B)(6). This specimen was tested at a serum bank on (B)(6) 2018 and generated a (B)(6). A secondary tube was sent to the serum bank on (B)(6) 2018 and generated (B)(6). The customer also generated the following results (ID (B)(6)): (B)(6) on (B)(6) 2018. (B)(6). (B)(6) on (B)(6) 2018. (B)(6) on (B)(6) 2018. There was no adverse impact to patient management reported. No other patient information was provided.

Manufacturer narrative:
On 02/28/2018; after further evaluation, the suspect medical device in question was changed from the architect i2000sr analyzer, list number 03m74, to the architect hbsag and architect hbsag confirmatory assays, list numbers 02g22-30 and 02g23-25. Please see the following manufacture report numbers MDR 3008344661-2018-00008 and 3008344661-2018-00009. All further information will be documented under these MDR numbers.